Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer called philips for nemo direct sales parts (ECG cable) order only. There was no patient involvement.